Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An uncle called regarding his nephew, to report a "ER-3" message when inserting test strip into freestyle libre reader. The caller reported the customer (child) was experiencing trembling and malaise, but due to error message the mother could not obtain glucose result. The customer was taken to a hospital and hospitalized for one day, reportedly for diagnosis of hypoglycemia. The uncle did not know further details regarding this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with a button press, insertion of the retained strip, or insertion of the universal serial bus (usb) cable. Connected reader to computer and software was unable to identify the reader. The reader powered on with home button depression when crystal (crystal y1) was replaced on the printed circuit board. A known good crystal y1 component was fitted, a control solution test was performed. All test results were within specification. This issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An uncle called regarding his nephew, to report a "ER-3" message when inserting test strip into freestyle libre reader. The caller reported the customer (child) was experiencing trembling and malaise, but due to error message the mother could not obtain glucose result. The customer was taken to a hospital and hospitalized for one day, reportedly for diagnosis of hypoglycemia. The uncle did not know further details regarding this event. There was no report of death or permanent injury associated with this event.